Event description:
Noted the aortic cannula that was opened to the sterile field was defective. This could have caused trauma to the aorta had she not noticed and passed it to the surgeon. The end of the cannula was crimped which left a raised area. This had the potential to tear the aorta as it was passed through the small nicked incision used to cannulate the aorta. When cannulating, the incision is made slightly smaller than the diameter of the cannula. There is a dilator inside the cannula protruding through the end of the cannula. This helps to stretch the tissue to have a snug fit around the cannula. If both the dilator and cannula are not smooth, there is trauma to the aorta.